Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.

Event description:
It was reported by a nurse that a leak was observed between the twist clamp and main body of a patient's transfer set. A nurse had inspected the transfer set and noted that there was a hole in the tube underneath the twist clamp which they described as a "burr or defective hole". During followup, a nurse stated that they did not visually see the hole, but that there was solution dripping from underneath the twist clamp. The transfer set was changed and the patient was treated prophylactically with antibiotics. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional e1 information: patient food services-univ campus a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was unavailable, therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.